Manufacturer narrative:
In the returned state, the kentrox a+ 75/17 steroid lead was destroyed. The lead had been cut through 12 cm distal of the is-1 connector pin, probably with a scalpel. The is-1 connector pin was separated from the connector and was not available for analysis. The inspection of the distal lead fragment showed very strong mechanical damage that is a result of the explantation process. Further analysis was not possible because of the severe explantation damage. There was no material defect or manufacturing error.

Event description:
Ous MDR - after the exchange of the ICD on (B)(6) 2015, an exit block of the p/s portion of the atrial lead was detected on (B)(6) 2015. The leads were therefore explanted. An increase in pacing threshold was noted, as well as a connector defect. The atrial lead is not approved in the us. Therefore, only this lead will be reported.